Event description:
It was reported that this lead was part of an explanted system infection. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided. B5 describe event or problem updated and model serial number added. Previous report omitted the cause of the surgical procedure was confirmed to be infection.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that an extraction was going to be done, however, lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that an extraction was going to done. No additional adverse patient effects.